Event description:
After implant surgery, the pt was taken out of the operating room. A post-operative x-ray revealed that the electrode array had folded over. The pt was taken back into the operating room for electrode revision surgery. The surgeon was successful in reinserting the electrode array. The pt's device remains implanted. A second x-ray revealed proper electrode array placement post-operative testing of the device confirmed that the device was functioning. In 2005, the pt reported good sound quality for both implants.